Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site and confirmed the internal leakage failure together with the failure of the flow transducer and the failure of the patient circuit test. The o2 gas module was found to be defective and needs to be replaced. No further information was provided. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site and confirmed the internal leakage failure together with the failure of the flow transducer and the failure of the patient circuit test. The o2 gas module was replaced as it was found to be defective. All tests passed after the replacement and the ventilator is in working condition. The o2 gas module was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.